Manufacturer narrative:
Following statement was incorrectly reported: event is being reported to FDA on one medwatch as it is unknown whether a revision procedure has occurred. Should additional information be received confirming a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This medwatch applies to two devices from the same lot. No known revision date. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01713 and 1825034-2012-01757 / 01759).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as it is unknown whether a revision procedure has occurred. Should additional information be received confirming a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for the patient alleges that patient underwent bilateral m2a hip arthroplasties on (B)(6) 2005. Subsequently, counsel alleges elevated metal ion levels and tissue and bone destruction. No known revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.